Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The device was received fully deployed. The device generated an 0x68 hazard alarm, indicating there was an occlusion during the runtime (one or more pulses filtered in the last 15). Although no timeouts or drive stalls were observed, pulse width increases were observed during operation near the end of the run. Despite the 0x68 hazard alarm, no occlusions were observed during fluid path testing. No damage or defects that would contribute to the reported hazard alarm were observed. The exact cause of the 0x68 hazard alarm could not be determined. During investigation, internal corrosion was observed and an external power supply was used to download pod data. Additionally, fluid was found to leak from a tear in the unexposed portion of the soft cannula. The tear in the unexposed portion of the soft cannula can be confirmed as the cause of the observed internal corrosion. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an alarm that happened in the middle of the night, it was beeping and they had to deactivate the pod manually. The patient received a ¿pod error, change pod now' along with a reference number. The device evaluation found a tear in the cannula.